Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number: 2916596-2020-05208. It was reported that there was a controller exchange on (B)(6) 2020. The reason for the exchange is unknown.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via the submitted log file. The log file showed the driveline first being connected to the controller on (B)(6) 2020, indicating that a controller exchange from the previous controller was performed on this date. No log files from the controller exchanged on (B)(6) 2020 were submitted for review. The controller that began being used on (B)(6) 2020 is investigated under MFR # 2916596-2020-04534. Additional information provided stated that the reason for the controller being exchanged on (B)(6) 2020 is unknown and there are no log files available from the exchanged controller. It was also communicated that the serial number of the exchanged controller is unknown and that no product would be returned for evaluation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate ii patient handbook section 2 "how your heart pump works" and heartmate ii instructions for use (IFU) section 2 "system operations" explain how to properly replace the running system controller with a backup controller. Heartmate ii patient handbook and heartmate ii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.